Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected field: e1. H8 inadvertently checked, this information was correctly filled out on the initial MDR. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. A definitive root cause was not identified. Based on the results on the results of the investigation it is likely the following led to the malfunction: physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling off coating, holes, sagging, transformations, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was leaking at the distal tip. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the connecting tube had coating peeling (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a cut on the bending section cover rubber the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the adhesive on the bending section cover rubber had a crack, the bending section cover rubber had cut, and the universal cord was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.